Manufacturer narrative:
Additional information: b5. Corrected information: h6. Device was not returned. Per the instructions for use of the device, refill errors including injection of medication into the pump pocket are known possible risks of use of the device. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Sales representative stated that the patient was filled by a representative at the patient's home. It was reported that the home infusion representative did a partial pocket fill and the patient was taken to the emergency room. The medication was emptied from the pump and the patient was put on oral medications. Following the event, the patient has requested the pump be removed. The explant has not occurred yet.

Manufacturer narrative:
Pending confirmation of pump replacement and possible device return for analysis as well as additional information. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Patient submitted FDA voluntary event report mw5103381. They reported: "[I] have a prometra pain pump from flowonix. The nurse came and filled my pump. [They have] had decades of experience in filling all sorts of devices. It was a textbook fill. About 20 minutes after the fill [I] became nauseated, vomiting, tired, trouble thinking, sleepy. Had my daughter call back the nurse who immediately returned and initiated pocket fill protocol and administer one amp of narcan. While [I] called 911 and put myself on oxygen, the nurse emptied the pump completely and found that 4 cc of highly concentrated hydromorphone was missing. [They] filled the pump with saline and turned the pump off. [I] was transported to the nearest hospital and received another amp of narcan intranasally in the ambulance. [I] was monitored at the hospital for 6 hours and released. Additional follow up with the representative covering this issue confirmed that the patient's pump will be replaced.